Manufacturer narrative:
Actual event date is unknown. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fiber distal tip was fractured. The total length of the fiber is 12 feet and 1.5 inches, connector included in over-all length. The fiber was tested with hene laser fixture, aim beam is visible at the distal tip. There were no signs of breakage along the length of the fiber and at the connector. Dark discoloration was noted near fiber tip within blue jacket. Based on the analysis results, an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
The fiber was received without information. Analysis of the device found that the fiber distal tip was fractured. There was no patient outcome information available.

Manufacturer narrative:
Actual event date is unknown. Analysis of the device revealed that the fiber distal tip was fractured. The total length of the fiber is 12 feet and 1.5 inches, connector included in over-all length. The fiber was tested with hene laser fixture, aim beam is visible at the distal tip. There were no signs of breakage along the length of the fiber and at the connector. Dark discoloration was noted near fiber tip within blue jacket. Based on the analysis results, an evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
The fiber was received without information. Analysis of the device found that the fiber distal tip was fractured. There was no patient outcome information available.